Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the phacoemulsification (phaco) handpiece exhibited intermittent heating issue and sudden drop in vacuum before surgery. Additional information received from the physician indicating that the event occurred before cataract surgery and the surgery was completed. There was no patient impact.

Manufacturer narrative:
Additional information is provided in h.6. And h.10. The phacoemulsification handpiece was not returned for evaluation. A phaco handpiece manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. The root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The phacoemulsification (phaco) handpiece was received and a visual assessment of the returned sample revealed strain relief damage and discoloration on the phaco handpiece. The returned phaco handpiece sample was connected to a calibrated vision system. The handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the phaco handpiece to meet functional specifications. Unrelated to the reported events, a visual assessment of the handpiece sample revealed discoloration and strain relief damage. The phaco handpiece was found to meet functional specifications; therefore, the root cause of the reported event remains inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).